Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition even though it had a scratched screen. The pump was started in application and there were no problems found with beeping. The pump was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with "lec 1720". This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.